Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead insulation appeared to be abraded via x-ray/fluoroscopy. The patient would be monitored.